Manufacturer narrative:
(B)(6).

Event description:
The customer reported a ventilator experienced a check vent: backup alarm failure just before the device was put on a patient. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The device was evaluated by the international philips field service engineer (fse) who confirmed the occurrence of the 1104 error code indicating a back up alarm failure. The fse confirmed a failure in the piezoelectric buzzer mounted in a cpu board. The fse also reported that the second central processing unit (cpu) with software version 2.30 needs replacing.

Manufacturer narrative:
H10: the philips international field service engineer (fse) replaced the central processing unit (cpu) printed circuit board assembly (pcba). The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Based on the information provided and service performed, the customer¿s alleged malfunction was confirmed. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician installed the cpu pcba into a pil v60 standard test bed (stb) for testing. The tech verified that diagnostic code for backup alarm failed (e1104) generated during stb operation during the power on of the stb with the suspect cpu pcba installed. It was also noted that e1104 would repeat with every tech induced reboot of the stb. The tech verified that the alarm error code e1104 showed in the drpta multiple times. The pil tech induced a hardware power fail condition with the stb. During the hardware power fail condition, the led on the bezel was flashing bright red as expected, however the secondary alarm did not provide an audible tone as expected. The pil tech verified that the reason for the repeating e/c 1104 and the failure of the secondary alarm circuit is due to a faulty ls1 (secondary alarm buzzer).